Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing and x-ray found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 to terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited placement difficulty. The helix took more than thirty turns to extend. After final attempt helix would not retract, a conductor fracture is suspected. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.